Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 53 mg/dl and also experienced hyperglycemia with a blood glucose value of 600 mg/dl. The customer visited hospital for hyperglycemia. The hypoglycemia was treated using carb intake. The customer also received a loss of sensor signal alarm. The event involved products unk_transmitter. Troubleshooting was partially performed for hypoglycemia and later customer declined. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was not using auto mode at a time of reported low blood glucose event. Troubleshooting was not performed for hyperglycemia and loss of communication issue and it was unknown whether the issue was resolved. No further patient complications were reported. No product return is required for unk_transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.